Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed, as an unidentified (tear) opening (shell thickness within spec). Additional observations: crease flat and wear abrasion observed, on the device. White particles observed, inside the device. No further actions are required, as the device was implanted.

Event description:
Physician observed, "hole at valve", during surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
The device has been explanted and replaced.